Event description:
I had the essure done in 2012 after the birth of my fourth child. I only had one tube and one ovary due to an ectopic in 2003. I wanted a tubal, but the doctor coaxed me into getting the essure because it was less invasive and virtually painless. I have had multiple complications since then. I have gone back to him and he said basically, I was fine and it was nothing. I felt very insulted. I knew something was wrong with me and no one would listen, I have suffered from 2 miscarriages, multiple cysts on my ovary, severe dysmenorrhea, abdominal low back pain, and painful intercourse. I finally went to another doctor who did a vaginal exam and vaginal ultrasound and said my ovary was large and swollen, had a cyst and he could not see the implant on that die. He did see the one on my left, however, where the doctor who placed it said "it went somewhere." When I asked where he put it, considering I had nothing there..weird. Anyway, (B)(6) 2014, I had to have a complete hysterectomy due to my severe complications and pain. I was tired of repeated ER visits and pain shots. When he removed everything he said my essure implants have gone through my tubes and perforated my uterus. I have suffered all this pain and that was the cause. First of all, I should have never had it placed due to the fact that I only have one tube and ovary, second, due to the fact I had a previous ectopic and third because I wanted a tubal and the pt is always right. I have suffered for so long! I am (B)(6) and now have a hip to hip incision with 32 staples all because the essure failed me. My doctor failed me.. Please help. Three months essure confirmation test showed complete blockage. Vaginal exam and ultrasound done in 2014 large cyst on right ovary and large and swollen ovary. Essure implant was seen on left side where tube was supposed to be. "Tube and ovary were removed in 2003." Implant was not seen on right side. After hysterectomy, implants were found to have gone through the tubes and perforated the uterus.